Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) to report that his onetouch minilancer lancing device was not firing lancets. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the device issue occurred on (B)(6) 2017. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿four days¿ after the alleged issue occurred he developed symptoms of ¿sweating and dizziness¿ and on (B)(6) 2017 he had a home visit from her doctor who measured her blood glucose on a doctor¿s meter which gave a result of ¿33mg/dl¿ and he was treated with ¿IV fluids¿. During the call the cca noted that it was not the first time the device had been used and there was no apparent misuse of the device. When the cca reviewed the sample collection technique with the patient the issue remained unresolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.